Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the initial report.

Event description:
It was reported, that the camera head had the image field of the camera on the screen unclear/blurry with the connection between the camera head and the ureteroscope not secure. The issue was found during a therapeutic ureteral stent removal procedure that was completed with a 5-10 minute delay and with a similar device. The customer also mentioned that the engineer had informed them of the usage specifications, and the equipment was restored to normal afterwards. Perhaps it was an accidental event. After manual focusing, the image returned to normal. There were no reports of patient harm as a result of this event.

Event description:
It was reported that the camera head had the image field of the camera on the screen unclear with the connection between the camera head and the ureteroscope not secure. The issue was found during a therapeutic ureteral stent removal procedure that was completed with a 5-10 minute delay and with a similar device. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was not returned and therefore issue could not be reproduced. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.